Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hcg + beta test system results for non-pregnant patients from the cobas 6000 e601 module. Data for one patient was provided as an example. The result from the cobas e601 was 22.54 miu/ml. The result from an ichroma ii device was <5.00 miu/ml. It was requested but was unknown if any questionable result was reported outside of the laboratory. The reagent lot number was 516539. The expiration date was requested but was not provided.

Manufacturer narrative:
The expiration date of the elecsys hcg + beta test system reagent was exp. 30-apr-2022. The investigation determined the initial questionable result had been obtained by testing the sample with a 1:100 dilution. Per product labeling for the assay, the concentration of the diluted sample must be > 100 miu/ml. Therefore, the result in question was not valid. A general reagent problem could be excluded.